Event description:
It was reported that the patient pulled one lead. The patient was sitting on the couch, bent over to snap their dog¿s leash and pulled their lead loose. There were no patient symptoms reported. The lead was revised.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).